Event description:
A malfunction was reported on the pump, identified by the code "malf 5." It was unknown or not disclosed if the customer's blood glucose level exceeded 500 mg/dl. The caller performed a pump reset independently and was able to continue using the pump as intended. Technical support provided information on resetting the pump, which the caller acknowledged and understood.